Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high and rising thresholds and high and rising impedance. The rv lead was explanted and replaced during device change. No patient complications have been reported as a result of this event.